Event description:
It was reported that the device was leaking oil. This was found during sterile processing. There was no pt involvement or adverse consequence related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and samples were taken of the fluid for further analysis. General maintenance was performed on the device and a broken gear train was fixed and cannula was replaced requires. This report will be updated if the quality investigation requires.